Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: crn - supply chain, material management. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a coronary percutaneous coronary intervention (pci) was performed. Bleed back from hub valve, bends, and ruptures mid-sheath were reported. The physician stated that the procedure was able to be completed as insertion of the catheter stopped the valve from bleeding. However, once the catheter was removed, the valve began to bleed again. The blood loss was less than 250cc's. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 16oct2024: the patient was stable, and the procedure was completed successfully. The valve did not have noticeable damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 02jan2025, the sample was not available for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for valve leakage because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is off-center insertion of the dilator damaged the cross-cut valve. The glidesheath slender instructions for use (IFU) was reviewed, and it states: "caution: insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).